Event description:
The customer reported that the defibrillator was delivering pacing spikes inappropriately.

Manufacturer narrative:
(B)(4): the customer reported that the defibrillator was delivering pacing spikes inappropriately. The customer also reported that the patient had a "superficial burn" where the defibrillator pads had been placed during pacing, which will be investigated in a separate complaint (ref MDR#1281950-2013-01175). This was entered as a serious injury, but it is not known for which issue the customer believes was a serious injury. We are therefore reporting both issues as a serious injury. The complaint is still under investigation. A follow up report will be submitted once the investigation is complete.